Event description:
In 2009, the doctor could not insert the liner properly during surgery. The liner could not be inserted by 1-2 mm and the surgery was completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.